Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the lancet would not fully penetrate on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. After the start of the alleged issue, the patient claimed she had a symptom of ¿raise in glucose.¿ specific symptoms were not provided. No treatment was specified. There was no indication of misuse and the correct lancets were being used. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because, the patient claimed she developed a symptom suggestive of a serious injury after not being able to test due to the lancing device issue.